Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 200 mg/dl. The blood glucose reading at the time of the event was 613 mg/dl. Customer experienced chest pain, vomiting and feeling sick. Customer was treated with IV fluids and manual injections. During troubleshooting, manual prime is correct. Insulin did exit the tubing. Nothing further reported.